Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed prior complaints for the listed batches/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient underwent a manipulation under anesthesia due to arthrofibrosis.